Event description:
It was reported the sterile packaging was not completely sealed. A 2.25x20mm promus premier¿drug eluting stent was selected to treat the lesion. After opening the silver packaging, the corner of the inside package was lifted. The device was not used in the patient and the procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).